Event description:
A malfunction alarm was reported. There was no reported impact to the customer¿s blood glucose level. Technical support provided information to reset the pump and assisted the caller with the reset. After resetting, the malfunction did not recur, and the customer continued to use the pump for insulin therapy.